Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and receiver that occurred on (B)(6) 2015. Patient had started the sensor session before allowing the reciever and transmitter to pair up. Patient was advised to change out the sensor, snap in the transmitter to the pod and let it pair before starting the sensor session. At the time of contact, no injury or medical intervention was reported.